Event description:
Case ID: 7001965216 case status: open summary: 8015 flashing case notes: problem description (B)(6)2018 13:13:32 ddmanans verbal walkthrough of setting up asm to flash the pcu npi ir 2003404957

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. The customer stated that there was no patient involvement . A DHR review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8015 flashing. Case notes: problem description: 01/30/2018 13:13:32 (B)(4). Verbal walkthrough of setting up asm to flash the pcu. Npi ir (B)(4).